Event description:
It was reported the pt is no longer receiving stimulation. It was also reported the charger can no longer locate the ipg. A new charger was sent to the pt to help resolve the issue. The replacement charger was unsuccessful. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers tot eh pt's physician regarding medical history.